Event description:
Philips received a complaint on the earlyvue vs30 indicating that the device continued to have inaccurate non-invasive blood pressure (nibp) measurements. Specifically, the oncology department staff reported that the diastolic value was a lot higher than what was expected after replacing the nibp pump. The device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
Analysis was performed by a philips remote service engineer (rse), who confirmed that the customer is using philips nibp accessories. The customer explained that he replaced the cuff and hose, but this did not resolve the issue. The rse asked the customer about his nibp test equipment and setup, and the customer explained that his simulator has a manometer mode, and the nibp tests pass including calibration, but the clinical measurements remain inaccurate. The rse suggested replacing the monitor's main board and nibp pump. The customer agreed to receive these parts and make the repair himself. The rse ordered and shipped a replacement main board and nibp pump to the customer site. Based on the results of the analysis, the product malfunction was unable to be confirmed. A review of the service history for this device shows that the problem has not been reported again for this device following this case.